Event description:
This is report 3 of 3 of the same event. It was reported that the console device, cable device and small electric drive device did not work while in use together. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was documented as feb 18, 2012 in the initial report. The device manufacture date has been updated as feb 18, 2010. If additional information should become available, a supplemental medwatch report will be submitted accordingly.